Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of a incident where user reported a low glucose event on (B)(6) 2025 at 08:33 pm, where user's sg was 66mg/dl and bg was 89mg/dl. After dms review,at the time of event user's sg was 77 mg/dl and bg was 89mg/dl.after dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level. Additionally, user reported for the second time on (B)(6) 2025 at 9:22pm where sg was 62mg/dl and bg was 97mg/dl.after dms review, we confirmed the sg and bg values at 9:29 pm. After dms it was confirmed that the user received a low glucose alert at 9:17 pm, when the sg was at 65mg/dl. The user did not seek medical treatment for both the reported events as the user was not experiencing a low. The user's healthcare provider (hcp) is not aware of the events, and the user was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event. The following example sets were provided by the user: (B)(6) 2025 between 8:35 pm cst, where user's sg was 66 mg/dl and bg was 89 mg/dl. (B)(6) 2025 between 9:22 pm cst, where user's sg was 62 mg/dl and bg was 97 mg/dl. A review of the data management system (dms) data revealed that on 10-jan-2025 at 8:32 pm cst user's sg was 77 mg/dl, no bg was entered and at 9:22 pm cst user's sg was 62 mg/dl, and no bg value was entered. A review of the alert history revealed that the user received a predictive low glucose alert at 8:32 pm and received multiple low glucose alerts after that as user's sg value was below the threshold of 70 mg/dl. The user did not seek medical treatment, as they did not believe they were experiencing hypoglycemia. A case (MFR#3009862700-2025-00142) was created to address the sensor inaccuracies related issues, inclusive of the low glucose event. A review of the in-vivo data revealed transient optical instability as the system adjusted from implant on the (B)(6) 2025. This most likely contributed to the sg/bg mismatch at the time of the low glucose event. A review of one week worth data post escalation (13 jan 2025 - 20 jan 2025) was analyzed, and the system had stabilized with good agreement between bg/sg and is working within expectations. The user did not report any additional hypoglycemia/inaccuracies related issues and is currently using the same system. B4. Date of this report 10 april 2025. D1, d2a and d2b updated. D4. Updated additional device information. G3. Date received by the manufacturer? 10 april 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturing date updated to 15 october 2024. H6. Health effect - clinical code updated to 4582. H6. Component code updated to 510. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.